Manufacturer narrative:
Evaluation summary: the customer reported that the device was implanted into the cornea and 7 months later, it was explanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. (B)(4).

Event description:
A doctor reported that a patient experienced a decrease in visual acuity and corneal aberration seven months following a glaucoma filtering device implant procedure. The device was removed and replaced due to it being erroneously inserted in the cornea.